Event description:
The device was used during a laparoscopic cholecstectomy. It was reported the device misfired. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: broken top shroud.